Event description:
The patient presented with diffuse lamellar keratitis two days postoperatively; secondary surgical intervention was performed to lift the flap. The patient's postoperative bcva improved from 20/20 (preoperatively) to 20/15).